Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced the endoscope controller (ec). The system was then tested and verified as ready for use. Isi has received the ec for failure analysis evaluation. However, the failure analysis investigation has not been completed as of the date of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system was unable to recognize the endoscopes. The customer tried using two 30-degree endoscopes and a 0-degree endoscope but the issue remained. The issue was not resolved with troubleshooting. As a result, the surgeon elected to abort the procedure after the patient was given anesthesia and ports were placed. The procedure was rescheduled and completed on (B)(6) 2024.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden system where the component functioned as expected. In artemis logs, errors were identified: error 48406 - illuminator watchdog timeout, reason: dual camera interface board (dcib). Error 48221 - a communication error between the scope and endoscope controller (ec) occurred dcib, confirming the fault occurred in the field. On the vision tower, this message appeared: "endoscope self-test failed. Clean connector or replace endoscope." The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs confirmed the error. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to component failure associated with the dcib.

Event description:
Refer to h11 for follow-up information.